Event description:
Iridex laser has a self test mode. Equipment was tested and warning read "heating delta 13.4c". Equipment was not used on patient. Vitrectomy was done without laser. Equipment sent out for repair.====================== health professional's impression======================not known.